Event description:
The product is advertised as being a pain reliever and it did not relieve his pain. He believes that the product is not registered with the FDA and is being sold as an unapproved medical device. No injury or illness reported.